Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the device under-sensed an induced ventricular fibrillation (vf) under alternate vector configuration due to diaphragmatic tetany (noise) oversensing, according to technical services (ts) assessment. Diaphragmatic tetany is a known complication of a s-ICD implant procedures. The patient was about to be externally rescued when the vf converted spontaneously. X-rays showed a correct position of the s-ICD system. Secondary vector showed a poor morphology, and the induction was not able to be repeated in this vector as the patient could not be sedated any further. This s-ICD implant was completed, and the automatic sensing optimization selected primary. However, noise was previously noticed in this vector too. Ts believed the undersensing anomaly should be limited to the vf induction and encouraged to perform the induction test under secondary vector if the patient is brought back for further sensing optimization. This s-ICD remains in service and no adverse patient effects were reported. Additional information received indicates repeat induction testing was performed approximately five months later. While programmed in alternate vector, a ventricular arrhythmia was induced but self-terminated. Induction was repeated with the sensing vector programmed to secondary, as requested by the physician, which was unable to induced vf/vt. Multiple induction attempts were unable to sustain vf/vt. The vector was reprogrammed back to alternate, and data was sent to ts for further review.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.